Manufacturer narrative:
Philips investigated this complaint. The reported problems occurred on (B)(6) 2019, during a transcatheter aortic valve replacement. The customer experienced inability to move the maquet table and the x-ray c-arm during the procedure. With respect to the reported table freeze, the system logfile showed that the table had been locked via the touch screen module (tsm) before the start of the procedure. This prevents table movement until the table is manually unlocked again. The table lock/unlock status is displayed on the live monitor. Philips concludes that the table worked as designed and within specifications. Philips has analysed the logfile of the system which showed the following sequence. The customer restarted the system in order to unlock the table. During this restart, geometry movements were triggered on the table side module while the system was starting up. When this happened, the system prevented geometry movements as a safety measure, as per design. This sequence (restart followed by geometry movement trigger during restart) repeated every time the user restarted the system. This resulted in geometry movements not being possible after every restart. During corrective maintenance, the philips service engineer performed onsite troubleshooting and determined that the geometry module was defective and erroneously triggering movements which led to the issue. The geometry module was replaced and the system was returned to use in good working condition. Based on this, philips concludes that the geometry module was defective. There is no negative trend in the replacement rate for geometry modules. Philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips has received through the medwatch program a voluntary event report submitted by (B)(6) hospital (incident number mw5089577). In this report it was reported: ¿patient was scheduled for a transcatheter aortic valve replacement with prosthetic valve via percutaneous femoral artery approach. Following administration of conscious sedation, bilateral femoral arterial and non-big sheath side femoral venous access was obtained via the modified seldinger technique using a 4f micropuncture kit initially, followed by 6f and 7f introducer sheaths, after which 2 perclose sutures were deployed in an opposing oblique fashion (but not secured) in the big sheath side femoral artery prior to exchange for a 12f introducer sheath. At this point, the mechanical procedure transcatheter aortic valve replacement(tavr), as well as the radiology c-arm, no longer responded to the controls, despite multiple re-boots, and all other attempts that could be recommended by the company rep over the phone. Therefore, the femoral sheath were removed bilaterally, with hemostasis achieved via either closure device or manual compression, and the remainder of the procedure was aborted. The patient returned on (B)(6) 2019 and a successful transfemoral transcatheter aortic valve replacement was performed. No significant aortic stenosis with no significant aortic insufficiency noted following valve deployment. Electrical failure of the geo module tilt or flexmove kit. Part replaced by philips healthcare tech. FDA safety report ID# (B)(4).¿ no harm has been reported to philips. The customer reported this complaint as a malfunction and therefore philips considers this a non adverse event. Philips has started an investigation for this complaint.